Event description:
It was reported that right atrial (ra) lead was no longer sensing or capturing. Lead dislodgement was discovered under x-ray. The lead was explanted and replaced. The patient is in stable condition.